Event description:
It was reported that during a clinic visit, the patient with this pacemaker system reported experiencing pocket stimulation and palpitation symptoms. The pacemaker was interrogated and found to be in safety mode. The physician called technical services (ts) and requested a review of device data. Ts reviewed the provided data and was able to confirm the pacemaker to have reverted to unipolar right ventricular (rv) pacing due to device being in safety mode. Ts discussed safety mode parameters and advised the hcp to schedule a device replacement. At this time, the pacemaker remains in service. No additional adverse patient effects were reported.